Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient went to the hospital several times for rescue due to cardiac discomfort after implant. It was reported that only one discharge may have been delivered with no effect in (B)(6) 2024 during the 4yrs of implant. Subsequent information received notes that the device delivered treatment correctly, but only slowed down ventricular tachycardia (vt), did not restore sinus rhythm and external defibrillation had to be used to restore sinus rhythm. Defibrillation thresholds were high, programming changes were made to the defibrillation slope, diagnostic interval and other vectors to address the issue. The patient was stable.